Event description:
The director of nursing alleged the staff checked on the resident at 8:30 am, and she was ok. The staff found the resident at 9:20 am, between the bed and the wall. The bed was angled away from the wall and the resident's knees were on the floor with her forehead between the right head siderail and the mattress. Her forehead was towards the rail. The resident and previously required a lift to get in and out of the bed, and was on oxygen prior to the event. The coroner filed the cause of death as accidental positional aphyxia.

Manufacturer narrative:
The technician, upon inspection, found the bed being used by another patient in a different room. The technician indicated that he was informed by the director of nursing that the mattress associated with the event was removed from the bed, and she did not have any information regarding the surface. He found the right head siderail was tied down in the lowered position and the siderails were not equipped with hbsw kits.